Event description:
It was reported that during pm cardiosave intra aortic balloon pump (iabp) had electrical tests failed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site adsress- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The cause of the machine's damage is still unknown, there was no patient involved. The fse brought in the wiring set for replacement testing. After replacement testing, the safety test values passed the standards. Per fse quotation for the wiring harness was sent to customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.